Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to pt injury. Device issue: balloon rupture. It was reported that the target lesion is the lad 1st diagonal, with moderate tortuosity, mild calcifications, and a 99% stenosis. After pre-dilating, using a device from another company, the voyager was also delivered for additional pre-dilation. However, it ruptured at the second inflation at 12 atms. There was a slight resistance when retrieving the voyager from the guiding catheter. There were no pt effects reported.

Manufacturer narrative:
Results and conclusion summation- product performance engineering reviewed the incident. Factors that contribute to balloon rupture include damage during manufacturing, interaction with other devices, pt anatomy, lesion calcification, or lesion tortuosity. The condition of the lesion could have contributed to the rupture. Factors that contribute to resistance are kinked shaft or reduced profile clearances. If the balloon ruptured flat, the increased outer diameter and loose folds would decrease the clearance between the two devices. The resistance appears to be related to the balloon rupture, since no resistance was encountered when delivered to the lesion. No determination can be made as to the root cause of the discrepancies.